Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection of the sensor wire was performed and found that the coating was split away from the sensor wire at the distal point. Due to the separation of the coating from the sensor wire, the reported event of a frayed sensor wire was confirmed. A definitive root cause could not be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor pod removal, sensor wire appeared frayed. At the time of the call with dexcom technical support, patient's mother reported no injuries or medical intervention. Dexcom has issued an rga for patient's mother to return their device to be investigated.